Manufacturer narrative:
(B)(4): surgical procedure, secondary surgery, (refractive outcome); explanted. Device evaluated by manufacturer: no, lens not returned. Evaluation method:: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of dark surgical residue. Medical review - review of this file indicates that the patient experienced a refractive surprise after implantation of a 13.0 diopter icl. After exchanging with a 16.0 diopter, the patient's vision was 20/20. Refractive surprise is usually due to inaccurate refractions. These myopes commonly wear contact lenses prior to this contemplated procedure. Contact lenses change the shape of your cornea for up to several weeks after you have stopped using them depending on the type of contact lenses you wear. Not leaving your contact lenses out long enough for your cornea to assume its natural shape before surgery can have negative consequences. These consequences include inaccurate measurements and a poor surgical plan, resulting in poor vision after surgery. It is highly unlikely that this event was due to the icl itself, because when the power was exchanged, it resolved the problem. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to a refractive outcome. The lens was replaced with another micl12.6 lens but a -16.0 diopter. At the post-op visit on (B)(6) 2011, the bcva was 20/20 plano +.75 and the vision was good.

Manufacturer narrative:
Evaluation:results - the lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. (B)(4).